Manufacturer narrative:
Philips has investigated this complaint. As reported the wi-fi indictor of the wireless footswitch was red. A red wi-fi indicator on the footswitch indicates an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). The customer continues to use the wired footswitch. Updated codes based on investigation.

Event description:
It has been reported to philips that during procedure the wireless footswitch does not work and the connection symbol is blinking red. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.